Manufacturer narrative:
G4:23mar2021. B4:04apr2021. A power supply was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to shorted components (cr8 and q9) thus creating the 0 volt output. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04nov2020 b4: 05nov2020 the power supply board was replaced to resolve the reported issue; however the customer reported that there was smoke after the replacement of the power supply. The ventilator was sent to bench repair to determine the cause of this smoke. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported that the unit operated from battery even when connected to ac power. The device annunciated an alarm. The device was not in clinical use. There was no patient harm. The remote service engineer asked the customer to check the significant event log, and the customer found no significant codes, so the remote service engineer asked the customer to use a volt meter to verify power from the power supply. The customer verified 110v ac was going into the power supply. There was no dc output. The remote service engineer advised the customer to replace the power supply. However, after replacing the power supply, the customer saw smoke on the data acquisition board. The customer checked the significant event log and reported to the remote service engineer that he saw error codes.